Event description:
It was reported that a user experienced fluctuating blood glucose readings around meal announcements while using the ilet bionic pancreas, with prior trainer guidance to announce meals 30 minutes before eating differing from current recommendations to announce at mealtime or within 30 minutes after. Symptoms included low glucose and high glucose. Outcomes included no hospitalization and no emergency treatment. Investigation included complaint handling with troubleshooting and education. Investigation of this case revealed no device malfunction reported and no device component failure identified, and the cause of hyperglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.